Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose result of 450 mg/dl, professional system result of 150 mg/dl within 10 minutes. Caller reported different day comparison of compact plus system blood glucose result of 225 mg/dl, professional system result of 90 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.